Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 26-sept-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the rusted coupler could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report of "coupler abnormal." Upon inspection and testing of the returned device, it was noted that rust was present on the shaft of the coupler. This report is submitted due to the malfunction of rust on the shaft of the coupler. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found rust on the shaft of the coupler and the coupler failed to return to the expected position due to the rust. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.